Event description:
At iniation of hemodialysis on 06-24-1998 with a new bard-vas-cath niagara dialysis catheter blood noted to be leaking at blue venous lumen of catheter. Treatment stopped-no apparent injury to pt. Dialysis resumed after insertion of new catheter.